Manufacturer narrative:
A review of the device history record showed no relevant anomalies. Hardware failure analysis was not possible due to parts not returned. No corrective action is required at this time. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.

Event description:
A distributor reported that he had a revision case for a patient on (B)(6) 2011, because an atoll set screw became disengaged from the screw. Revision surgery time was approximately 20 minutes. The set screw was removed and replaced with a new set screw. The complaint sample screw was discarded by the hospital. Integra has requested additional clinical information.